Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that imprecision is seen with the architect c8000 creatinine assay. Patient #1 generated results of 98, 98, and 239 mmol/l. There is no impact to patient management reported.